Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and stated she was in the hospital, but not due to anything diabetes-related. Customer stated she had experienced low blood glucose, due to not eating, and suspended the insulin pump. She was not sure of the low blood glucose reading. When customer went to resume the device, the numbers were scrolling without any input. Upon removing and reinserting the battery, the insulin pump alarmed with a button error. No significant events that leading up to this were reported. Customer's blood glucose was 429 mg/dl, which was treated with manual injection. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling or ramping during our testing noted. The insulin pump has normal operating currents no unexpected failed battery test alarm during our testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.